Event description:
It was reported that the patient underwent a surgery to replace this inflatable penile prosthesis (ipp) due to a fluid leak which source and location was not determined. All components were removed and replaced with a new ipp. There were no patient complications.